Manufacturer narrative:
The cobas e 801 analytical unit serial numbers are: cobas a - (B)(6). Cobas b - (B)(6).

Event description:
The initial reporter received questionable elecsys estradiol iii results for one patient sample tested on two cobas e 801 analytical units (cobas a and cobas b). The initial result from cobas a is >11010 pmol/l. The repeat result after automatic dilution is 1110 pmol/l. The repeat result from cobas b is <18.4 pmol/l. The repeat result after manual dilution is 668 pmol/l (the dilution computation is 66.8 x 10). No result was deemed correct. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The cause of the event could not be determined based on the provided information.